Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 411 mg/dl. The customer stated buttons wouldn't respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 411 mg/dl. The customer was treated for high blood glucose with syringe and insulin. The customer declined to perform the high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised the insulin pump will be replaced to keypad issue.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump was received with operating currents within specification. The pump passed the self test, unexpected error, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests. The pump was received with a cracked case at the display window corners and battery tube threads, as well as a corroded battery tube and minor scratches on the lcd window.